Manufacturer narrative:
Upon return, the actual sample was decontaminated with a chlorine solution. Microscopic inspection revealed a fracture and a piece of the cannula was still present in the needle hub. All production documents related to the reported complaint were reviewed with no relevant findings. There is no evidence that this event was related to a device defect or malfunction and the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation but is currently being decontaminated. The initial visual inspection before decontamination revealed that the cannula was broken. Although the investigation is ongoing an initial investigation has been performed. The qa in-process inspection for the reported lot for this complaint revealed no defects. Additionally final inspection after sterilization revealed that the complaint lot met manufacturer specification. Twenty six retention samples from the report complaint lot were visually inspected and revealed no defects. Thirteen retention samples were functionally tested for bonding strength between the cannula and the hub and resistance to breakage of the cannula and this confirmed that the retention samples met manufacturer specification. A resistance to breakage test was performed on thirteen retention samples according to en iso 9626: stainless steel needle tubing for the manufacture of medical devices and confirmed the retention samples met specification. A follow up report will be submitted when the investigation is complete but no later than 30 days from the date that this report was sent. For this reason, evaluation code 11 was used in the conclusions section of h6. Terumo medical products (tmp) registration no. 2243441 is submitting this report on behalf of terumo europe n.v. (Manufacturer) registration no. 9681413. Exemption number e2015027. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : device is currently under evaluation

Event description:
The user facility reported that the needle hub detached when using the kn-2525rb04 device. Follow up communication with the user facility reported the following information: during vaccination of a baby on (B)(6) 2016, the needle was missing when the doctor extracted the needle syringe; it was reported that it had remained in the baby's thigh; the child was hospitalized and needed surgery to extract the needle. Additional information was reported on july 8th 2016: it was reported there was no bend or breakage on the cannula. The child did not move. The metal part disappeared totally into the muscle. It was located by x-ray. Patient: boy, (B)(6). The intervention consisted in the removal of the needle deep into the muscle belly of the vastus lateralis muscle of the leg in contact with the periosteum of the femur. A surgical cutting and exploration from shallow too deep on radiological guidance was conducted for retrieval of the needle under local anesthesia. The child was hospitalized on (B)(6) 2016 at 05:30 pm and he was discharged on (B)(6) 2016 at 04:30 pm. First visit after 7 days from the surgery. This week a visit is planned to remove the sutures. The vaccination was performed.